Manufacturer narrative:
(B)(4). The customer reported that while a patient was coding, the mp70 monitor went into standby three times without user interaction. Customer stated, did not contribute to death, had portable zoll defib in use during code. Based on preliminary data, a 37 second gap in waveform review occurred prior to patient code. The logs have been collected and are under review by a philips clinical specialist. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that while a patient was coding, the mp70 monitor went into standby three times.